Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent.(B)(4).

Event description:
A report was received from the USA stating that the device was working intermittently. The device was being used during surgery. There was no patient or user injury. No additional information available.